Event description:
It was reported that increased capture threshold was observed two weeks post-implant. The patient was asymptomatic. The lead was explanted and replaced. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.